Event description:
Per journal article: open new simplified totally extraperitoneal (onstep) versus lichtenstein repair for primary inguinal hernias. Author; berri, t., brahmi, k., seddiki, mmse (2021). From, the annals of the royal college of surgeons of england, 103(8), 569-575. As reported, during november 2016 and march 2019, 100 patients underwent open inguinal hernia repair and were allocated to undergo either the lichtenstein hernioplasty (group I, n=50), implanted with non-bard mesh or the onstep hernioplasty (group ii, n=50) implanted with onflex mesh. As reported, about six-month follow-up, patients implanted with the onflex mesh developed wound edema (1 patient) urinary retention (1 patient), hematoma (1 patient), and seroma (2 patients). Some complications required interventional treatment without reintervention, one painful seroma was aspirated by a needle.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. The information obtained is limited to the article. The reported complications of hematoma and seroma are known inherent risks of surgery/use of the device. The adverse reaction section of the instructions-for-use (IFU), supplied with the device identifies seroma, and hematoma as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is provided as an estimate based on the information provided.